Event description:
It was reported that, during the device replacement procedure for normal battery depletion, this right atrial (ra) lead was tested with the pacing system analyzer (psa), and the pacing impedances were greater than 3000 ohms and there was no sensing in unipolar or bipolar. There were no obvious lead issues noted on fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system displayed high out of range right atrial (ra) pacing impedances of greater than 2000 ohms, ra undersensing and pacing therapy was not delivered when required. Therapy was delayed for greater than 60 seconds. The decision was made to surgically abandon this ra lead, and implant a new ra lead. No additional adverse patient effects were reported.